Manufacturer narrative:
The device remains implanted, and has not been returned for analysis. As such, physical analysis has not been conducted in our laboratory. As no further objective evidence is available, the reported observation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and right atrial (ra) lead exhibited high out of range pacing impedance of 3,000 ohms and loss of capture during a routine office visit. A technical service (ts) consultant reviewed available device data, and x-ray images. Ts advised on the x-ray image, the orientation of the ICD device may have flipped in the pocket or rotated around the ra lead. The device remains implanted. No adverse patient effects were reported. New information was provided that the patient is scheduled for surgery in the near future for endocarditis. The device remains implanted.